Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the patient claimed that his blood glucose has been elevated to hi, above 600 mg/dl while he managed his diabetes with the animas pump. Reportedly, he has changed his site 8 times and dispensed 70 units of insulin via the subject pump without success in lowering his blood glucose. The patient's blood glucose read 140 mg/dl at 6:30 am, and eventually to 419 mg/dl, 475 mg/dl, and hi. The patient wanted the subject pump to be replaced. Troubleshooting with the animas representative revealed there was no bubble or blood in the tubing or cannula. The cannula was not bent. The infusion site appears to be intact with no redness, warmth, rash, or knot. The basal segment and the bolus history were confirmed to be correct. There was no evidence that the subject pump has malfunctioned. The patient had not taken any bolus insulin via syringe at the time of concern. He did not want to further troubleshoot the issue and hung up before a resolution could be implemented. It is not clear as to what caused the patient's blood glucose to be elevated to hi. This complaint is being reported because the patient reportedly had elevated blood glucose while he utilized the animas pump to lower his blood glucose without success.